Event description:
It was reported the biomed was doing a functional test and the device locked up with a self test error when powered on. The device was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.